Manufacturer narrative:
It is standard of care and prescribed in the IFU that valves and patches undergo a series of extensive rinses during the preparation phase prior to implant in the patient. This rinse process is required as the valves and patches are stored in glutaraldehyde. Accessories are also typically rinsed prior to use. It is possible, during this standard / mandatory device preparation, fibers or particulate may be observed. There are inherent tissue fibers on the ¿rough¿ surface of the pericardial tissue that at times can be difficult to distinguish from particulate. The rinse process should remove all particulate. As a result, small amounts of particulate are highly unlikely to enter the patient and cause injury. There are cases, however, where the particulate can be partially embedded in or attached to the leaflet or valve. If the particulate can be rinsed, the potential for injury to the patient is remote. If the particulate could be not removed during the rinsing process, and the valve was used in a patient, there is a potential for the particulate to enter the patient and embolize. The device was not returned for evaluation. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 21mm aortic valve had 'some spots' on the leaflets. As reported, the particulates were noticed before use when the valve was taken out of the jar before rinsing. The valve was discarded without rinsing and another valve of the same model and size was implanted successfully.

Manufacturer narrative:
H10: additional manufacturer narrative updated b5, d10, and h3 per new information received h3: product evaluation customer report of particulates on the valve leaflets were confirmed. As received, valve was still attached to the holder with all three green sutures intact at the cutting channels. Multiple unknown fiber-like particulates approximately 0.5-1mm long were present on the inflow aspect of all three leaflets when examined during pre-decontamination and after decontamination. The particulates were not able to be rinsed off during rinse procedure per IFU. Suture holes were not visible around the sewing ring. No other visible inconsistencies were observed on the returned valve and attached valve holder. Tag alert displayed "ok". Photo provided was consistent with lab findings. Some particulates were able to be isolated from valve and were sent to chemistry for analysis. The sample spectrum is consistent with that of cellophane.

Event description:
Edwards received notification that a 21mm aortic valve was not used due to 'some spots' on the leaflets. As reported, the particulates were noticed before use when the valve was taken out of the jar before rinsing. Another valve of the same model and size was implanted successfully. The patient was noted to be very well after the procedure.